Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The correct serial number is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4).